Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged and stretched distally out over the distal marker band. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 166mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, 18x3.25mm, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 3.50x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.